Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when trying to remove the guide this does not come out, finding that the guide knotted.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer returned two photos of a kinked guide wire. The photos were evaluated and it was observed that the guide wire appears to be kinked and knotted in several locations towards the distal end. There are signs of use on the guide wire, dilator, and syringe. The distal tip of the guide wire no longer forms a distinct j-bend. The guide wire is visibly inserted through the dilator and also appears to be knotted. The visible portion of the guide wire does not appear to be separated or unraveled. The distal tip of the dilator also appears to be damaged. No other defects or anomalies were observed. The entire guide wire is not visible in the returned photos and a comprehensive visual examination could not be performed as a sample was not returned for evaluation. A device history record (DHR) review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the end user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges when trying to remove the guide this does not come out, finding that the guide knotted.